Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1151864 medical device expiration date: 2022-09-30 device manufacture date: 2021-06-23 medical device lot #: 1151863 medical device expiration date: 2022-09-30 device manufacture date: 2021-06-23 medical device lot #: 1243384 . Medical device expiration date: 2022-12-31.device manufacture date: 2021-10-08. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd¿ tube k2edta plh 13x75 3.0 plbl lav br there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tubes are not aspirating the quantity purposed. The blood doesn't reach the mark."

Event description:
It was reported when using the bd¿ tube k2edta plh 13x75 3.0 plbl lav br there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tubes are not aspirating the quantity purposed. The blood doesn't reach the mark."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-08-11. H6: investigation summary: bd received 10 samples received and 1 photos received for evaluation for the batch 1151864. No samples or photos for batches 1151863 and 1243384 were made available. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, the customer samples along with 5 retention samples from each lot of the bd inventory, were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based of the photo evidence provided however, the issue of underfill could not be replicated in the retention sample testing. Bd was not able to identify a root cause for the indicated failure mode.